Manufacturer narrative:
Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ silicone migration: unable to observe since it is not related to the device. ¿ lymphadenopathy: unable to observe since it is not related to the device. ¿ pain: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Sales representative reported on behalf of patient right side "pain under the armpit", "lump was detected, leading to an ultrasound, CT scan, and MRI", "lymph node swelling and inflammation caused by silicone leakage and rupture", and "silicone lymphadenopathies". Device has been explanted and replaced with non-allergan device. Total capsulectomy was performed.

Event description:
Sales representative reported unknown side "experienced pain under the armpit." "Pain under the armpit and a lump was detected, leading to an ultrasound, CT scan, and MRI". "Lymph node swelling and inflammation caused by silicone leakage, rupture," and "silicone lymphadenopathies". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration and lymphadenopathy.

Event description:
Company representative reported on behalf of patient right side "pain under the armpit", "lump was detected, leading to an ultrasound, CT scan, and MRI", "lymph node swelling and inflammation caused by silicone leakage and rupture", and "silicone lymphadenopathies". Device has been explanted. Total capsulectomy was performed.

Manufacturer narrative:
Clarification to e.1. Country: patient was implanted in and is from thailand. Patient states they are "currently in south korea" and the device was explanted in south korea.